Manufacturer narrative:
An exit site infection was reported about five an one half months after the surgery to implant the device; therefore, the infection was most likely not related to the surgery. Synapse biomedical believes the infection most likely is related to inadequate exit site cleaning and care. The patient was administered antibiotics and instructions for exit site care were reviewed with the clinical staff in the instructions for use.

Event description:
The clinical site treating the patient reported to the manufacturer on (B)(6) 2014 that the patient had an exit site infection.